Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the button had to be pressed upon multiple times to turn the pump on. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 110 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.